Manufacturer narrative:
Section a2: age/date of birth (months): ages are information unknown, not provided. Section a3: sex/gender: (male: female): 85:67. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 25 july 2025. Section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3: the device was not returned for analysis. The serial lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. A copy of the article is provided with this report. Citation: yalei wang, md, zexu chen, md, wannan jia, md, xin shen, md, xinyao chen, md, tianhui chen, phd, yang sun, phd, qiuyi huo, phd, yan liu, md, linghao song, md, xinyue wang, md, zhennan zhao, phd, yongxiang jiang, phd, longitudinal observation of posterior capsule opacification in pediatric eyes with marfan syndrome after in-the-bag intraocular lens implantation, (2025), j cataract refract surg; issue & volume: 51:687¿694.

Event description:
Literature title: longitudinal observation of posterior capsule opacification in pediatric eyes with marfan syndrome after in-the-bag intraocular lens implantation. A prospective cohort study was done to identify risk factors for posterior capsule opacification (pco) after in-the-bag intraocular lens (iol) implantation in pediatric patients with marfan syndrome (mfs) and ectopia lentis (el). A total of 152 eyes of 152 pediatric patients underwent in-the-bag iol implantation with capsular tension ring (ctr)/ modified capsular tension ring (mctr) implantation (off-label). Patients were implanted with either tecnis (zcb00 or pcb00) iols (n=69 eyes) or acrysof iq iols (n=82 eyes). It was reported that posterior capsule opacification (pco) occurred in 105 eyes during the follow-up period of 34.10 ± 0.50 months and underwent neodymium-doped yttrium aluminum garnet (nd:yag) laser capsulotomy at a mean interval of 12.7 ± 8.4 months postoperatively. Pco recurrence, necessitating a secondary laser treatment, occurred in 5 eyes. Additional postoperative complications reported in excluded patients include postoperative retinal detachment (n=3) and postoperative iol dislocation (n=1). This report is for model pcb00. Another report is being submitted for model zcb00.